Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in a common femoral artery via 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with both proglide devices. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to 8fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the proglide device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the previously filed medwatch report follow-up number 1 contained an incorrect date (date received by manufacturer). The correct date should have been 05/30/2018.

Manufacturer narrative:
(B)(4). Corrections: lot number, expiration date, device manufacture date. It was initially reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. Evaluation summary: visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed as a link and suture detachment/suture retrieval issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.